Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing diaphragm stimulation in all vectors except one. However, no left ventricular (lv) capture could be obtained in that particular vector despite maximum device outputs. The lead was removed from service during the elective device replacement procedure. No additional adverse patient effects were reported.